Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/04/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/10/2015 with the following findings: the pump's black box showed evidence of multiple call service 064 alarms on 12/04/2014. When the pump was exercised for a duration test, the pump alarmed with a call service 078 alarm. The duration test could not be completed as a result of the alarm. When the pump case was removed for investigation, damage was found to the motor wire.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.